Manufacturer narrative:
This report was sent in error as the customer confirmed that the subject device had no problem that would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was confirmed by customer that the subject device had no problem.

Manufacturer narrative:
E1 - (B)(6). E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced a power outage issue during a therapeutic procedure. The procedure was completing using the same device. There were no reports of patient harm.